Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-3638 knotless fibertak suture ripped during the last tug of the knotless mechanism. Surgeon removed the loose suture with a grasper and used a pushlock for reinforcement. Case was completed successfully without further issues. This was discovered during a labral repair on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.